Event description:
It was reported that this pacemaker system exhibited oversensing of noise. The field representative provided impedance measurements were within range and thresholds were adequate. Technical services provided troubleshooting recommendations. Additional information has been requested but not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.